Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to possible infection or allergic reaction to the device. Additional information received from the field representative indicates that the patient had experienced sterile abscess twice according to the operative notes. There were no additional adverse patient effects reported. The rv lead was explanted.